Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, d.10, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis noted that the device was broken shell, missing shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken striated and wear abrasion. Based on the device analysis the final assessment is: broken striated in the side anterior assessed as fold flaw opening. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data: h.3, h.6.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.